Event description:
It was reported that, " it was reported through the attorney for the patient, as a result of a legal claim, that allegedly the patient's "left hip began popping and coming out of its cup since the surgery."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.